Event description:
The patient reported that in 2008, she had an elevated blood glucose reading of 453 mg/dl. She stated, she discovered this when she got up in the middle of the night and did not feel well. She stated, she corrected her reading by bolusing insulin. She said, she thinks she had an air bubble in her cartridge. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.